Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible on the hub, hyoptube, inflation lumen, and in the guide wire lumen. There was contrast visible in the inflation lumen. The stent implant was not returned. There were crimp marks on the balloon between the markers. The balloon was tightly folded. There was no damage noted to the tip or inner member. There was no damage noted ot the sds. The tip seal length met manufacturing criteria. The stent implant outer diameters and the inner diameter of the protective sheath could not be measured because the stent implant was not returned. Product performance engineering reviewed the incident information and analysis of the returned device. The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. The moderately tortuous anatomy likely contributed to the failure to cross. In addition, it should be noted that the instructions for use (IFU) states that, "when treating multiple lesions, the distal lesion should be initially stented, followed by stenting of the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent and reduces the chances for dislodging the proximal stent." Analysis of the device noted blood on the hub, hypotube, inflation lumen, and in the guide wire lumen and contrast observed in the inflation lumen. This is consistent with the preparation and use of the device. Crimp marks were visible on the tightly folded balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The tip seal length met manufacturing criteria; however, the stent and protective sheath were not returned for analysis, which may have assisted with the investigation. As reported, an interaction between the mounted stent and the introducer sheath and/or guiding catheter during retraction of the device likely contributed to the stent dislodgement and the difficulty in removing the device from the pt. The stent outer diameter is verified 100% at the time of manufacture and units in this lot were all well within the required specification. In addition, all online testing for the lot in question met stent implant security criteria, which would indicate the unit had an adequate crimp. In this case, it would appear that the reported difficulties are related to the operational context of the device use and not a product quality issue. A query of the complaint-handling database was performed and there has been one similar complaint for failure to cross reported with this part and lot number combination. There are no indications of a product quality problem. Product performance engineering will trend and monitor the experience circumstances. The profile dimensions on all catheters are confirmed by visual and dimensional checks on the manufacturing line at abbott vascular. This MDR is considered closed by the product performance group.

Event description:
Reporting status: serious injury-permanent damage. Reporting rationale: stent remains in pt compressed to the vessel wall. Device issue: stent dislodgement. It was reported that the case was to treat proximal and distal lesions in the left circumflex. Following balloon dilatation, which left the lesions at 20% from 80-90%, a mini vision 2.0 x 15 was deployed in the proximal lesion. Then a mini vision 2.0 x 08 was to be deployed in the distal lesion, but it would not cross due to the tortuous anatomy. Upon removal, it was observed that the stent dislodged at the left main near the ostium of the guiding catheter. A voyager 1.5 x 12 balloon catheter was placed through the dislodged stent and inflated to 4 atm and it was pulled into the guiding catheter, but when the sheath was reached the stent came off of the voyager balloon catheter and it migrated to the profunda femoral. A decision was made to review the area of the lost stent with ultrasound as well as looking at a stent placed in the diagonal in a previous procedure. At that time the left side was closed and the right was opened and in a retrograde approach, an attempt was made to snare the dislodged mini vision stent; however, this was not successful. A whisper guide wire was put done the profunda femoral and a 3.0 x 20 balloon catheter was used to compress the stent against the vessel wall. The final angio shot showed normal flow and no further migration of the stent. No pt effects were reported. No additional event or pt information is available.